Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.1 inr/1.68 inr. No treatment information provided. No adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.